Event description:
It was reported the patient was not able to adjust stimulation with the patient programmer. The programmer sync button was not working well, but when the patient pressed the on button the stimulation came back on and the patient felt stimulation. The device battery was showing as low though. The patient was "concerned" that the battery did not last "very" long, but her settings were over 6-7 volts which can impact the battery longevity. About a month later it was reported the patient never had therapeutic effect. Per the reporter the leads were "not connected" to the device. The patient was considering having the device removed since it never really worked but was not sure since the leads were not connected properly. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that all impedance values were abnormal, and there was premature battery depletion. The hcp reprogrammed around the impedance on (B)(6) 2012. An x-ray on (B)(6) 2012 was normal. On (B)(6) 2012 the hcp replaced the battery, tested the lead and reprogrammed the patient. It was noted that the lead tested fine. There was no patient injury and the patient did not require hospitalization.